Event description:
Pt has a seizure disorder which causes violent seizures as well as chronic intractable pain. Pt has had 3 catheter revisions due to breakage that the hcp states is related to the seizures. There have been no retained fragments of catheter. Prior to the last revision the pt experienced acute narcotic withdrawal and return of pain. After the catheter was replaced the pt is doing well. Pt and hcp have discussed the risk of catheter breakage and the benefit of pain relief from the therapy and the pt has choosen to continue with the intrathecal therapy.